Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 25mm magna ease valve underwent valve-in-valve after implant duration of 8 years, 7 months due to stenosis. The procedure was performed with 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected sections : b5, h6 (component code, clinical code, device code, investigation finding, investigation conclusions). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd)is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these.such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. DHR review is unable to be performed as no lot/serial number was provided.the most likely cause is patient factors, including coronary artery disease (cad). Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 25mm magna ease valve underwent valve-in-valve after implant duration of 8 years, 7 months due to stenosis. Patient presented with heart failure. The procedure was performed with 26mm 9755rsl transcatheter valve. Patient was in stable condition and was discharged on pod#11